Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the pds cord suture used in this procedure? Are the product code and lot numbers available for ethicon devices used? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Citation: trauma surgeon 1999; 102: 278-286.

Event description:
It was reported in journal article (central k-wire and pds-cord for ac joing dislocation - a successful treatment?) That investigated their method of a temporary transfixation of the joint by a centrally drilled kirschner-wire combined with a suture cord augmentation of the coracoclavicular ligament and a suture of the acromioclavicular ligament. In the period between january 1, 1990 and december 31, 1994, 82 patients (9 females, 73 males) with ac joint dislocation were surgically treated. No patient suffered a serious complication. It was possible that the patient experienced superficial infection, controlled by conservative measures. It was possible that the patient underwent an additional procedure to remove the suture. A foreign body reaction to the inserted suture material was discussed as a possible cause of the infections. Additional information has been requested.